Event description:
Multiple primary tract infections, pain in pelvic area like sharp knife twisting and burning, painful intercourse, pain in lower back. Had pain following surgery and was given a shot of steroid and pain medication vaginally into area of pain 3 months following surgery. What was to be less than week of recovery became 8 weeks of recovery.